Event description:
It was reported that after a thr performed on (B)(6) 2021, it was reported that a patient experimented a dislocation of the implant. A revision surgery took place on (B)(6) 2021 to evaluate the best way to fix the problem and the acetabular cup and liner were replaced with another company's implants. New smith and nephew femoral head implanted. It is unknown how femoral head was able to dislocate out of constrained liner. Patient condition is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the dislocation was confirmed. The clinical/medical investigation concluded that, the provided x-ray and photo were reviewed. The x-ray confirms the reported dislocation; however the photo nor x-ray offer insight as to the clinical root cause of the dislocation. It is noted the ¿surgeon replaced the acetabular cup and liner with another company's implants and a new smith and nephew femoral head was implanted. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.